Event description:
Patient was initially scheduled for a catheter revision, due to unsatisfactory pain relief despite increasing doses of medication. Upon attempted dye study by the physician to confirm catheter displacement, the patient experienced significant pain. At surgery, it was discovered that the patient had an epidural hematoma, which was a solidified mass of scar tissue, leading the physician to believe that the hematoma had probably been there since initial implatation of the patient. The physician decided to evacuate the hematoma only, and not revise the catheter at this time, as the catheter had been initially implanted epidurally instead of intrathecally. Since the hematoma has been evacuated, the patient has not complained of any further pain, including the back pain that previously had been unresolved by the infusion pump.